Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable.

Event description:
New information received states that the rv lead was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Externalized conductors due to internal insulation abrasion were noted at 8.2 cm to 10.3 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions were noted at 11.5 cm to 12.4 cm and 15.0 cm to 15.5 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion caused by friction to another device or feature of the heart was noted at 11.7 cm to 12.0 cm from the distal tip.